Event description:
It was reported that her daughter was receiving too much insulin, and her blood glucose was going low on the 40s because of the basal settings. The mother stated that the customer experienced high glucose level, and then she changed the insulin pump settings; she was in the 60s the day before and in the morning she was in the 40s mg/dl. Troubleshooting was declined as customer believes was due to the settings. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.